Event description:
It was reported that during a right hemicolectomy procedure the surgeon used the and upon firing the first cartridge all worked well. When we opened the second cartridge and fired it did not staple accurate towards the end of the staple line. The surgeon had to suture over the staple line. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with two fully fired cartridge reloads present. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.